Event description:
It was reported that device sterility was compromised. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the device was opened, writing in blue ink was noted on the outer surface of the sterile bag. The procedure was completed with the same bag due to the urgency of the case. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed blue ink on the surface of the sterile bag. Media provided by the client also showed blue ink on the sterile bag. Therefore, the reported event was confirmed by analysis.

Event description:
It was reported that device sterility was compromised. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the device was opened, writing in blue ink was noted on the outer surface of the sterile bag. The procedure was completed with the same bag due to the urgency of the case. There were no patient complications.